Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after puncturing and inserting the wire, noticed that the tip, end point of the guide wire was frayed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire is confirmed and was determined to be use-related. One nitinol guidewire in its plastic hoop with an IV catheter attached to the guidewire was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned devices and the distal end of the guidewire to be unraveled. The IV catheter was observed to be attached to the unraveled coil wire of the guidewire. A microscopic observation revealed a break in the core wire of the returned device. The distal weld tip and core wire was observed to be present. A sharp bend in the distal end of the core wire was observed. Misaligned coils were observed at the distal end of the coil wire. The break in the distal end of the core wire was observed to be at an angle with a granular fracture surface. The break in the proximal end of the core wire was observed to be at an angle with a granular fracture surface. The coil wire was observed to be elongated between the break site. The break features appear consistent with damage caused by a tensile, or pulling force against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after puncturing and inserting the wire, noticed that the tip, end point of the guide wire was frayed. There was no reported patient injury. No other information was provided.